Manufacturer narrative:
Citation: melo d.; et al. Accuracy of ferumoxytol-enhanced mra-guided tavr in patients with chronic kidney disease. Jacc cardiovasc. Interventions., 2022 mar 28; 15(6):677-679. Pmid: 35331463. Doi: 10.1016/j.jcin.2021.12.008 earliest date of publish used for date of event. Medtronic products referenced: evolut pro (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the utility of magnetic resonance angiography (mra) and an iron-based contrast agent in guiding transcatheter aortic valve replacement (tavr) in patients with renal insufficiency. All data were retrospectively collected from a single center between 2015-2020. The study population included 31 patients who were predominantly female, mean weight 79 kg, with a mean age of 79 years. At least one patient was initially implanted with a 29-mm medtronic evolut pro bioprosthetic valve (unique device identifier numbers not provided). In the one patient noted to have undergone implantation with a medtronic evolut pro valve, the valve did not release upon deployment. The valve had to be recaptured and removed during the procedure. The patient later underwent surgical aortic valve replacement. Based on the available information medtronic product was directly associated with the adverse event. No additional adverse patient effects or product performance issues were reported.